Event description:
It was reported that multiple spots of brown substance mixed within two of the bd enteral syringe with bd univia¿ connector. The following information was provided by the initial reporter: quantity 2 each as per complaint description. Complaint description: two contaminated 30ml sterile syringes were discovered today during breast milk preparation. Both contained multiple spots of brown substance mixed within the plastic of syringe. One of the two 30ml syringes did not come in any contact with patient milk. Unfortunately, the other syringe did come in contact with breast milk for patient's baby a and baby b, and 24ml of ebm was discarded in result.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305962 and lot numbers 2126417 and 2126415. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. For the unknown lot, a device history record could not be reviewed. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text: see h10.